Manufacturer narrative:
B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of around 409 mg/dl. Additionally, watchdog timeout alarm, blank display and unexpected restart were also reported. No symptoms or treatment were reported. The customer performed troubleshooting for blank display. The display did not return. The insulin pump is expected to be returned for analysis.